Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. During an unrelated procedure to replace the device due to normal elective replacement indicator (eri), no anomalies of the right ventricle (rv) lead was observed either visually or via the procedural diagnostic imaging. The rv lead remains implanted and in use with the replacement device. The patient was in stable condition.